Manufacturer narrative:
Other relevant device(s) are: micra, model #: mc1vr01-delsys/ expiration date: 14 dec 2020/ serial#: (B)(4), UDI #:( B)(4), d10: device available for evaluation: no, dev rtn to MFR: no, mfg date: 03 jul 2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during leadless implantable pulse generator (ipg) implant procedure the ipg moved forward when contrast agent was injected. The procedure was completed and the ipg remains in use. No patient complications have been reported as a result of this event.